Manufacturer narrative:
During the complaint investigation of the returned product for the complaint description of deflection malfunction, it was noted under magnification that the peek housing was partially separating from the lumen tip material at the polyurethane margin. Stress marks on the lumen material on the opposite side of the separation indicate that excessive bending at this joint occurred. Dissection of the catheter showed that the manufacturing requirements for the tip section elements were adequately performed. DHR review shows no rework or scrap during manufacturing that could be associated with this product malfunction. The catheter passed the deflection requirements. It failed for curve profile which could be attributed to the coiled condition in which it was returned. There was no patient adverse event and this issue was not reported nor observed by the customer.

Event description:
Deflection malfunction.